Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred and guidewire removal difficulties were encountered. The target lesion was located in the superficial femoral artery. A 300cm straight tip v-14¿ controlwire® was advanced to cross the lesion. After a 6x40x120 epic stent was deployed, the wire appeared to have been bent on the tip and became stuck in the stent and the tip of the wire broke off. Another stent was placed across the wire fragment and post dilation was performed. Final imaging looked good and the procedure was completed. No patient complications were reported.